Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through a medwatch (mw5091353) "on 2008, bf received a right tha consisting of a stryker lfit anatomic v40 cobalt-chrome femoral head size 36mm +5mm offset fitted on a accolade tmzf plus hip stem, paired with a trident psl acetabular shell fixed by two bone screws and a neutral trident x3 polyethylene liner. He is a skier and hiker and did not note much problems at the right artificial hip until about spring of 2019, when he developed new activity related right hip and groin pain especially with right hip flexion against resistance. His cobalt levels were first checked 2018, and his urine cobalt level was elevated at 14.6 ppb and his whole blood cobalt level was elevated of 4.4 ppb. His levels were rechecked on 2019, and they were 5.3 ppb in blood and 29.3 ppb in urine. By this time, he was also noticing some hip symptoms. Metal suppression MRI of the right hip showed two discrete foreign body granulomas in the anterior and posterior capsular area of the right hip. Hip abductor tendons look intact. His fdg brain scan is consistent with brain hypometabolism. By 2019, his blood cobalt was 4.6 ppb and his urine cobalt was 42 ppb. Given the increasing symptoms at the hip, his fdg pet brain scan findings, and his rising cobalt levels, he elected to have the right hip revised on 2019. The trunnion and head both showed gross corrosion. Posterior, anterior capsule and hip abductor tendons were inflamed. Fluid from right hip was aspirated and diluted 1;2 with local anesthetic, this was sent for cobalt analysis and was found to have a cobalt level of 470 ppb."

Event description:
It was reported through a medwatch (mw5091353) "on 2008, bf received a right tha consisting of a stryker lfit anatomic v40 cobalt-chrome femoral head size 36mm +5mm offset fitted on a accolade tmzf plus hip stem, paired with a trident psl acetabular shell fixed by two bone screws and a neutral trident x3 polyethylene liner. He is a skier and hiker and did not note much problems at the right artificial hip until about spring of 2019, when he developed new activity related right hip and groin pain especially with right hip flexion against resistance. His cobalt levels were first checked 2018, and his urine cobalt level was elevated at 14.6 ppb and his whole blood cobalt level was elevated of 4.4 ppb. His levels were rechecked on 2019, and they were 5.3 ppb in blood and 29.3 ppb in urine. By this time, he was also noticing some hip symptoms. Metal suppression MRI of the right hip showed two discrete foreign body granulomas in the anterior and posterior capsular area of the right hip. Hip abductor tendons look intact. His fdg brain scan is consistent with brain hypometabolism. By 2019, his blood cobalt was 4.6 ppb and his urine cobalt was 42 ppb. Given the increasing symptoms at the hip, his fdg pet brain scan findings, and his rising cobalt levels, he elected to have the right hip revised on 2019. The trunnion and head both showed gross corrosion. Posterior, anterior capsule and hip abductor tendons were inflamed. Fluid from right hip was aspirated and diluted 1;2 with local anesthetic, this was sent for cobalt analysis and was found to have a cobalt level of 470 ppb."

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An event regarding abnormal ion levels involving an accolade stem was reported. The event was confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: a review of the provided medical records provided, including implants sheet, revision opt report and radiology reports by a clinical consultant stated the following comment: review of the records provided confirmed the elevation of metal ions and tapper corrosion at revision. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.